Event description:
It was reported that the patient fell and the proximal segment of the catheter broke. The patient presented with underdose symptoms including less than 50% therapy relief. It was stated that the catheter was then replaced. The device system was used to deliver infumorph.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(6).